Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The data log could not be retrieved could not be performed because the unit continuously resets. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. The data log was reviewed by seperating the main board from ui-u1 and no errors were observed. The reported event of initializing screen without manual restart was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.